Manufacturer narrative:
The t:slim g4 user guide states: there are differences in how glucose is measured in the blood compared to how it is measured in interstitial fluid, and glucose is absorbed into the interstitial fluid slower than it is absorbed into the blood. A cgm is intended to enhance the data you obtain from your blood glucose meter, not replace it. You should never rely solely on your cgm to alert. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was approximately 300mg/dl. Customer did not recall the meter bg value; however, customer reported the meter bg reading was "significantly lower". Customer delivered a bolus to treat inaccurate cgm reading, and customer's bg level lowered to the 40 mg/dl range. Customer addressed low bg level with candy. No additional patient or event information was available. A root cause could not be determined. Customer changed the sensor to resolve the reported inaccuracy.